Event description:
It was reported that the patient¿s device was in a 3rd overdischarge. A physician mode recharge (pmr) was performed, but it did not successfully reset the device. The patient was unable to recharge his battery due to multiple hospital stays, resulting in 3 over discharges. A replacement was planned, but not scheduled at the time of the report. The patient was not receiving therapy. If additional information is obtained, a supplemental report will be sent.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).